Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed and additional information regarding this type of complaint is contained in 3006260740-12-21-2017-001-r (z#tbd). One 4fr d/l powerpicc provena was returned for investigation. The d/l tubing extended 19.3cm from the distal end of the bifurcation. A tacky residue and pieces of tape were observed on the extension legs and bifurcation. The physical sample revealed a breach in the extension leg within the distal end of the purple connector. A functional test revealed fluid leaking from the breach. No other leaks were observed in the tubing. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility returned a leaking provena catheter. The facility does not have any information regarding the catheter.